Manufacturer narrative:
The reported event of stylet insertion issue was confirmed. As received, a complete lead was returned in one piece. Stylet insertion test found obstruction/restriction and destructive analysis found the inner coil was clogged with blood/body fluids. The cause of the reported event was due to the inner coil clogged with blood/body fluids.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant of the right ventricular lead. During the procedure the physician attempted to find the optimal positioning. On the third attempt the physician had difficultly advancing the guidewire to the end of the lead. A replacement lead was used to complete the procedure. The patient was in stable condition.